Manufacturer narrative:
H3 "no information" entered in error. Correction: a1, b5, b6, b7, d1, d2, e1, e2, e3, g3, h3, h6 (patient code). Additional information: d4 (lot number and UDI number), g5 (PMA/510k), h4, h6 (method, results, and conclusion codes). The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, the cage broke while being impacted by the surgeon. The procedure was completed with a new cage. There was a surgical delay greater than 30 minutes.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Lot number of concerned devices are not known, reported numbers were nor found in our records. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product is not available, no evaluation could be performed. Investigation still in progress. Product not available.

Event description:
Roi-a: broken cage. As reported: surgeon impacted cage for roi-a and the it broke. Devices are not available for evaluation. Surgical delay greater than 30 minutes. No known patient impact . No more information was provided. Additional information was requested. Investigation still in progress.